Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged black particles floating in the water and other thermal issues. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation lab observed unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some very small hairs at the air input of the blower box. Product investigation lab visually observed unknown white dust-like contamination on the top and the bottom of the blower motor. Product investigation lab visually observed unknown white and brown dust-like contamination on the bottom of the blower box. Product investigation lab visually observed a piece of unknown black plastic-like contamination, inconsistent with degraded sound abatement foam, in the blower motor isolator socket. Product investigation lab visually observed slight black contamination, consistent with keratin, at the air outlet of the blower box and on the blower motor seal. Potential mineral deposit spots on the bottom of the blower box were observed, indicating potential water ingress. Product investigation lab used a fitt (foam integrity test tool) and was not able confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 32 e-200 stop errors. The humidifier was also returned to the manufacturer's product investigation laboratory for investigation. Multiple unknown brown and black contaminants, inconsistent with degraded sound abatement foam, and some small black hairs inside of humidifier box were observed. Unknown white contamination on the heater plate was also observed. The contamination found in the humidifier box are considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was unable to confirm complaint of a thermal issue. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections d9, d10, h3, and h6 for this updated coding and information.